Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient reported they never had therapeutic benefit from implant and was at a point where they did not have any urges to go to the bathroom and had to strain in order to urinate. They could not get a stream of urine out. The patient did not feel stimulation, the therapy was confirmed off, the patient turned the therapy on and the patient felt stimulation however it was too early to see if their symptoms were resolved. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.